Event description:
Patient was a previous ulthera employee ((B)(6)) who volunteered to be a model for aesthetic treatments (the physician offered her several options and she chose ultherapy for her right brow) at (B)(6). The patient received a treatment of right brow. The treatment consisted of 25 lines of treatment using the standard brow guideline. The presentation including the patient treatment was videotaped by dr maas' office. Upon observation of the video, in all portions showing the patient, the placement of the transducer was above her brow and on the forehead per labeling. In all portions of the video showing the ultrasound image of the treatment area the forehead bone is visible below the treatment line from the left to right edges of the image showing that the treatment was done on the forehead area and did not extend into the orbital area. The patient is not responding to ulthera's request for additional information or to the original treating physician. The system and transducer was evaluated upon return with no anomalies discovered during the investigation.